Event description:
Additional information was reported by a healthcare professional (hcp) on 2016-04-05. The patient&#62688;concomitant medications included cymbalta, flomax, ibuprofen, carafate, amlodipine, acetaminophen hydromorphone, and zantac. The patient&#62688;medical history included lymphoma, cervical stenosis, and no known allergies. The returned session data report from 2016-03-15 showed that the low and empty reservoir alarms had occurred. The pump was updated on the 2016-03-15 to deliver hydromorphone (12 mg/ml at 4.007 mg/day) and bupivacaine (2 mg/ml at 0.6678 mg/day).

Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (12 mg/ml at 3.478 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported a programming error occurred. It was noted the hcp neglected to update the pump and the reservoir volume was not updated. The patient was refilled on (B)(6) 2016 and they thought they had updated the pump but were looking at a print report. The hcp noted the pump was not updated and the reservoir volume was not updated and now the empty reservoir alarm was occurring. The actual reservoir volume (arv) was noted as 13 ml and the expected residual volume (erv) was noted as 0 ml. The hcp confirmed that with the session data report. The reservoir volume was corrected. It was noted the hcp erroneously bypassed the bridge bolus. At the patient's refill on (B)(6) 2016 the drug concentration was changed but the hcp did not make the change in the programming and a bridge was not programmed. The hcp noted the patient was getting an increased dose due to this error. Troubleshooting resolved the reported event. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.